Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2021-01813 should not have been reported as a medical device report (MDR) due to additional information indicating that the ipg was electively replaced due to aging of the device. There was no alleged stated deficiency of the device and patient still had therapy. A patient¿s ipg reaching normal end of life was reported to abbott.the implant was not returned for evaluation; however, diagnostics and programming data was provided. The longevity assessment of the programming history shows actual device longevity to be within the expected range. Based on the information received, the ipg¿s actual device longevity is consistent with the ipg reaching normal end of life.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established. Analysis findings confirmed the ipg exhibited normal device characteristics and confirmed the device depleted normally.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.